Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was under infusing the following information was received by the initial reporter with the following verbatim creating disposable complaint. It was reported that the intravenous immunoglobulin therapy (ivig) medication are infusing longer than programmed time. The medication is hung as primary infusion and primed with saline first and then spike ivig. The clinicians often have to increase the rate and volume in order to complete the infusion. When ivig is hung as a secondary infusion, the clinician would have to drop the primary bag with multiple hangers to avoid concurrent flow. There was patient involvement however outcome is unknown.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10 below.

Event description:
No additional info.